Manufacturer narrative:
This report has been identified as event one of b. Braun (B)(4) internal report # (B)(4). We received perifix cath.con. Redesign g19 transluce. Filter [1]. Alligator clip [1]. The following investigations were conducted: visual inspection: the alligator clip was attached to the catheter connector. No abnormalities were found. Functional inspection: catheter tensile strength test. Test conducted using: unused catheter and received connector sample. Specification: above 5n. Results: 7.98 n (pass). Physical inspection: connection check: inserted an unused catheter into the received connector sample up to the marking point without resistance. The lid was able to close securely. No abnormalities were found from reviewing the device history record for batch no. 11082300. Summary and assessment: based on the conducted investigations the sample(s) are within the specification. Although the device was with specification, the product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (B)(4): event 1: catheter detached.